Event description:
The charge nurse was completing the crash cart check and the zoll electrodes were reported as having a "short" and failed to work during testing. The pad and packaging were saved. Limited details documented regarding this failure.